Manufacturer narrative:
This is a final report. The investigation is based on information provided by the local field service engineer after an on-site inspection of the actual device. It was confirmed that there were no problems with the microscope wheels which could have led to the reported incident. An interview with users present at the incident revealed that the m525 f40 was not returned into transport position before movement. It was moved while the device was partially extended. We conclude that the user failed to follow the instructions on the labels and in the user manual. The root cause can be traced to inadequate user handling. The review of service records did not indicate any issues that could be associated with this case. The review of the complaint statistics did not show any systemic problem with the device, associated labelling, or instructions for use. The leica m525 f40 complies with all applicable norms and regulations including requirements for stability and to prevent tilting. Using the m525 f40 improperly during transport and positioning, i.e. Other than required by the warnings on the device and other than described in the instructions for use, can have an adverse effect on the stability of the device. In extreme cases, improper use during transport and positioning can cause tilting of the m525 f40. The field service engineer has advised the users to bring the device into transport position before movement. Any damage to the device caused by tipping will be handled in accordance with released service procedures.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Event description:
Leica microsystems (schweiz) ag received a complaint from germany stating that an m525 f40 almost tipped over during a surgical procedure. A staff member caught the microscope before it fell to the floor. There was no patient/user injury. The procedure was performed using the same device.